Manufacturer narrative:
Correction provided in d.4. Additional information provided in d.9., h.3., h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A photo of the product is attached to the parent file and was reviewed by the investigation site. Functionality of the probe cannot be confirmed from the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the surgeon had a cutting issue with the vitreotome as it did not work correctly during a procedure. Additional information was received from a health care professional who indicated the vitreotome did not work properly as it was cutting at the start and then zero during a peeling procedure of the left eye. The vitrectomy probe was replaced and the procedure was completed. A followup was performed and the surgeon indicated the vitrectomy probe functioned initially then after a few minutes, it stopped actuating and it was stuck in its position. He indicated he could not remember if the vitrectomy probe was stuck in the opened or closed position. No additional information is expected. This is one of seven reports for this surgeon.